Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell and scale reading was fluctuating due to damaged cpu board. It was also reported that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.